Event description:
It was reported that during setup prior to a surgical procedure at the healthcare facility, the tip of the maestro duraguard was found to be broken. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the tip on the duraguard was confirmed by a stryker service technician through visual inspection. Excessive side load was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of.

Event description:
It was reported that during setup prior to a surgical procedure at the healthcare facility, the tip of the maestro duraguard was found to be broken. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.